Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from code "1454" to "2981" the lot #3000303005 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 jaws/heating cutting wire peeled back on the jaws. The jaws of the harvesting tool were not reported as being open during insertion into the cannula. No resistance was reported during insertion. No components of the device were reported as detaching into the harvesting tunnel. They opened up another vh-4000 to complete the case. No delays were reported. No patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.